Event description:
The pt received a corneal burn during cataract phacoemulsification. Several stitches were used to close the wound. The procedure was successfully completed and the pt has recovered with no further problems expected.